Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and was having an increased pain despite multiple reprogramming attempts. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were kept by the medical facility.